Event description:
It was reported the pt was experiencing an overstimulation sensation, and stimulation in the wrong location. The pt was feeling anterior stimulation at very low voltage settings (0.5 volts left lead and 2.4 volts right lead). The pt had been implanted approximately 2 weeks prior. There was no known incident, or accident related to the onset of symptoms. The pt was "just sitting there when a surge was felt." Since then the pt has been unable to use the stimulator, due to the overstimulation sensation. Impedance readings were not able to be checked, because a shocking sensation was felt when it was attempted. The pt continues to get stimulation when the device is on. The stimulation continues to be in the wrong location. Troubleshooting was being considered. Additional info has been requested.